Event description:
Meter name: enhanced basic. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: unk. A pt reported they were not able to do a blood test and needs insulin. Their meter allegedly would only display battery and battery was replaced a couple of times. Not able to do a blood reading on the meter. Meter was not compared to any other equipment. Treatment was regular dose of insulin eventhough pt doesn't know their blood reading. No further info has been reported.